Event description:
Same case as 3005188751-2012-00100. It was reported while using a fast cath transseptal introducer and a reflexion spiral catheter in the left atrium to perform pulmonary vein isolation, a thrombus was noted at the introducer/catheter interface. The pt's pre-procedure inr level was 1.9. A heparin bolus was given to the pt prior to inserting the fast cath introducer and the reflexion spiral catheter via transseptal puncture but an act level was not verified. Approx 5 mins after inserting the introducer, a clot was identified on transesophageal echocardiogram at the introducer/catheter interface. The catheter was removed from the pt without incident. The introducer was aspirated and the thrombus was removed. The procedure was successfully completed using the introducer with no consequences to the pt. Upon removal of the introducer following the procedure, the user noted deformation in the tip of the sheath.

Manufacturer narrative:
The catheter was not returned for evaluation. However, review of the device history record confirmed the device met manufacturing requirements prior to shipment. The root cause classification of the reported thrombus noted on the sl1 sheath is consistent with anticipated procedural complications as thrombo-embolism is a known physiological complication of the procedure and is noted within the IFU.